Event description:
The facility reports the caregiver was lifting the resident to the standing position so, he could put weight on his legs. As they were doing this, the lift rolled out from the resident, causing him to fall to the ground. The brakes on the castors were engaged. The resident complained of back pain. (B)(4).

Manufacturer narrative:
There is no indication of what sling was used. No items or pictures were received. No training dates could be given for the device operators. It is indicated the "customer stated they only have one lift in facility for all residents. Residents on a ventilator, therefore facility is using inappropriate lift". The lift operating and product care instructions (opi) clearly state: "warning: only use this or other methods after a satisfactory professional assessment has been carried out on the individual pt." It is indicated "there was much chaos so, no one can remember if they were using the sling and lift per the MFR's instructions." From past observations and knowledge of both the product and end-user population, the MFR is aware of the fact that, when in pain the person in the lift can have the reflex of trying to sit back down, and making (uncontrolled) movements to that effect. This can create chaos and in its turn unwarranted reactions by personnel. This is precisely why the warning above is in the opi. The responsible technician at the facility sees a different cause. He states that he believes "the lift is unsafe when wheels are not level [not all of the wheels are touching the floor at the same time], and they spin and cannot be locked." Also he believes "that not all floors are perfectly level in any facility". He appears to think that as the pt was raised to the standing position, the lift moved before the body weight was on the legs, as if on skates with the feet tilted. Based on the info received, the MFR can conclude the following: there has been no reasonable suggestion that either the pt or the carer was in fact hurt in this incident. It has become apparent that there was a use error and the opi was not followed since there does not appear to have been an evaluation of the resident before the transfer took place. The MFR concludes this to be the root cause. It is possible the pt was in pain and reacted in a strongly adverse manner and the reported chaos ensued. It is not clear from the info received - even after further attempts to obtain more info - what exactly happened at that point, but it seems reasonable to suggest the pt was taken out of the lift manually by the carers, who appear not to have been trained in the use of the encore device. Since no problems or defects of a technical structural nature could not be established on the product, and the root cause has been established to be use error, the MFR strongly advises that staff at the facility that operate the product are retrained to the encore operating and product care instructions (B)(4) and that the technician responsible for maintenance is retrained to the encore (B)(4) and service instructions.